Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was resistance when filling the cartridge with insulin. It was also reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. There was no impact to the customer's blood glucose level. It was indicated that insulin pens were available for alternate insulin therapy.

Manufacturer narrative:
The cartridge fill resistance issue was unable to be confirmed.